Event description:
It was reported that the pt experienced an infection. The hcp planned to explant the pump. Oral baclofen dosing was being considered. No other info was provided at the time of the report.